Event description:
Caller states during a correlation study, the following coaguchek s/coaguchek xs results were obtained: pt 1: 1.9 inr/2.4 inr, pt 2: 1.7 inr/2.2 inr, pt 4: 1.9 inr/2.7 inr, pt 5: 1.6 inr/2.2 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study, the following coaguchek s/coaguchek xs results were obtained: pt 3: 1.7 inr/2.4 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).